Event description:
It was reported to medtronic minimed that the customer experienced insulin flow block alarm and the insulin delivery was suspended on the pump. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-342, mmt-1884, mmt-441ak, mmt-7040a. Troubleshooting was performed for insulin flow block and customer declined the troubleshooting for hyperglycemia. Customer reported insulin flow blocked alarm. Pump passed 5u fill cannula test. Customer reported high blood glucose event. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. No further patient complications were reported. The customer will continue use of the device. No product return is required for mmt-342. No product return is required for mmt-1884. No product return is required for mmt-441ak. No product return is required for mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.